Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose ran high and that the infusion set cannula had been bent. The blood glucose reading was 500 mg/dl. The customer was inserting the infusion sets manually. He had sufficient subcutaneous tissue and reported no issues with scarring, stretch marks or hardened tissue. No issues were reported with the adhesive. The customer declined to troubleshoot for high blood glucose. The insulin pump was not returned or replaced and the customer was sent new infusion sets to try.